Event description:
This report summarizes 119 malfunction events, where it was reported the devices experienced fluid leaks onto floor. There was 1 event with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
2 pending devices were duplicates of another record. Because of this, the number of reported events has been changed from 121 to 119.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 119 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 121 malfunction events, where it was reported the devices experienced fluid leaks onto floor. There was 1 event with patient involvement; no adverse consequences were reported.